Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of raw material certificate showed that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state " under care and handling: surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the component showed signs of wear, indentations and scratches. The root cause of the event could not be determined.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2014. During the procedure, the acetabular cup stuck to the mih modular cup inserter. A different cup and a straight handle inserter was used to complete procedure. As a result, it was reported that there was a delay of greater than thirty (30) minutes in the procedure.